Manufacturer narrative:
One vamp adult system was received for product evaluation. The tubing was found detached from the bond joint with the reservoir stopcock. The tubing was bent near the point of damage. There were indications that the bonding solvent was visible at approximately 50% of the tubing bond area. The tubing od near the point of detachment was within specification. A device history record review was completed and it was confirmed that the device met specifications upon distribution. The complaint was confirmed by evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that there was a disconnection of the tubing to the stopcock between the pump and the arterial catheter. There was a disappearance of the arterial pressure signal which caused an alarm that alerted the clinician. There was no consequence to the patient.